Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On an unknown date it was reported the patient developed grade 4 aortic stenosis and grade 1-2 valve insufficiency. The patient presented with shortness of breath. On (B)(6) 2020, a valve in valve was performed and an evolute r valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: an event of stenosis, insufficiency, shortness of breath, and valve replacement was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.